Manufacturer narrative:
Continuation of d10: product ID b3300542m section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's condition hasn't gotten any better and they are still in the ICU where the patient is in a coma. Agent asked caller if the coma had anything to do with dbs implant surgery, and caller stated that the initial situation where the patient was placed into a medically induced coma wasn't due to the implant surgery. Patient rep did mention that the patient got a brain bleed when one of the probes was put in their head. Patient rep mentioned that the healthcare provider hasn't been able to titrate the implant the way they wanted to because there was blood on one of their probes and the doctors are unsure as to why the patient is still in the coma since it's no longer being medically induced. Agent documented reported event. The patient was redirected to their healthcare provider to further address the issue.